Event description:
Hill-rom received a report from the account stating the catheter side rail arm is broken causing side rail to not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill rom tech support found the ctr arm assembly damaged. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. The account ordered the ctr arm and will replace it to resolve this issue. Based on this info, no further action is required.